Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose read 139 mg/dl despite experiencing a hypoglycemic event. The patient's blood glucose at the time of incident was under 60 mg/dl. The customer had experienced a seizure. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The customer also reported that they probably had around 30 mg/dl blood glucose. The insulin pump was not returned for analysis.